Event description:
It was reported that the downstream occlusion (dso) calibration was failed. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed over 400 downstream occlusions. The dso sensor and dso seal were both replaced to address this issue.